Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an intermittent loss of left ventricular capture was observed when the autocapture feature was on. The physician opted not to make changes. No patient symptoms were reported.